Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as switch #1 was cut and leaking. Additionally, the deep dents were found on the probe unit at the distal end. The bending section cover glue is cracked. The glue at the light guide lens is peeling. There is one broken element on the ultrasound image. Fibrous material was found on the ultrasound packing and inside the ultrasound cover unit. Ultrasound connector failed leak test. No fluid invasion was observed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the customer ultrasonic gastrovideoscope was returned for service/repair for a reported ¿switch 1 has a hole¿. However, the service inspecting identified deep dents on the probe unit at the distal end. This report is being submitted to capture the deep dents on the probe unit. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or may cause water leaks. ·do not twist or bend the bending section with your hands. Equipment damage may result. Olympus will continue to monitor the field performance of this device.